Manufacturer narrative:
Product ID 748966, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 7434a, serial# (B)(4); product type programmer, patient product ID 3987a, lot# lc1180, implanted: 2004 (B)(6); product type lead (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The healthcare provider (hcp) reported that the patient was intermittently getting lower shoulder twitching with stimulation on. This would go away when stimulation was turned off and was noted to be new within the past 3 weeks. Impedances were taken at the default setting but this was uncomfortable for the patient as he was programmed at 0.8 volts. Cervical placement was mentioned and no therapy impedances were done. All unipolars were 0-2 are 546 and 17 microamps. Results were ?? With c/3, 600 ohms with 0/1, 833 ohms with 0/2, 833 ohms with 0/3, 548 ohms with 1/2 833 ohms with 1/3, and 602 ohms with 2/3. There were no comparison impedances to review. No new programming had been done but the hcp was going to speak with the manufacturer representative (rep) to determine the last visit results. The patient was programmed at 0.8 volts with a pulse width of 60 milliseconds, rate of 45 hertz, and 0- 1- 2+ 3-. There were no opens. The shoulder twitching with stimulation was reported to be a sudden change in therapy/stimulation. Additional information received reported that the device was explanted due to infection. Follow-up with theinitial reporter determined that the patient had a systemic infection not due to the spinal cord stimulator. The device was explanted by a different surgeon. The device was returned for analysis. Relevant medical history included cervical radiculopathy and occipital neuralgia. No further follow-up was required.

Manufacturer narrative:
Analysis on the ins (B)(4) indicated that the implantable neurostimulator (ins) was functionally okay, insignificant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.